Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "doctor was attempting to implant adm cup. Cup slipped out of inserter and lodged in improper orientation. Doctor attempted to reposition. Cup became further lodged in bad position. Doctor had to revise acetabulum to dig out cup."